Event description:
It was reported that the customer experienced resistance during the fill process. The customer changed multiple syringe needles and multiple cartridges to resolve the issue. Customer¿s blood glucose level was 63 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.